Event description:
The hospital reported that during an endoscopic vein harvesting the vasoview hemopro vh-3500 had a lot of sticking with the hemopro jaw when sliding back and forth in the harvesting tool. When the jaw was in the harvesting tool and they would attempt to slide out to take a branch it kept meeting resistance and pop through. The jaws were not open during the insertion. Their concern was that they could tear a branch. Had to take the harvesting jaw out of the harvesting tool and wet the shaft but still was getting resistance. There was a 7 min procedural delay while they set up a new kit to complete the procedure. No injury to the patient.

Manufacturer narrative:
Trackwise ID#: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting the vasoview hemopro vh-3500 had a lot of sticking with the hemopro jaw when sliding back and forth in the harvesting tool. When the jaw was in the harvesting tool and they would attempt to slide out to take a branch it kept meeting resistance and pop through. Their concern was that they could tear a branch. Had to take harvesting jaw out of the harvesting tool and wet the shaft but still was getting resistance. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/21/2023. An investigation was conducted on 01/30/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The harvesting device was returned inside the cannula. There were no visual defects observed on the harvesting device or the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no visual or physical difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. There were no visual defects observed on either the harvesting device jaws or the intact c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000260659 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.